Event description:
Physician was threading the ventroperitoneal catheter through the tunnel when the catheter broke in the neck area. A new ventriculoperitoneal catheter was opened and measured against the broken one. 17cm was unaccounted for. At the end of the procedure, x-rays were taken to confirm the catheter and the placement of the catheter per physician. Physician verified the placement of the broken catheter and determined it was unnecessary to open the patient to remove the 17cm off broken ventriculoperitoneal catheter. Item was retained post procedure.